Manufacturer narrative:
An investigation of the reported event cannot be performed because there is not sufficient information available to identify the device. Manufacturer was informed on 27 june 2018 that no additional information would be available.

Event description:
A study reported two patients exhibited a dislocation of the bearing at one and a half and thirteen months which required revision of the bearing. No additional information was provided to the manufacturer.